Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) contacted the customer and confirmed that the issue had already been resolved by the customer¿s staff. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred and a drawer failed to open. The customer reported hearing a clicking sound when attempting to open the drawer. An error message indicating ¿requires maintenance¿ was displayed. The customer attempted to recover the storage space; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.